Manufacturer narrative:
(B) (4). The valve was patent and passed siphon testing. However, it did not meet the requirements for leak testing due to a pinhole in the reservoir. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. The valve did not pass reflux testing and was out of specifications for pressure-flow and preimplantation testing. A product dissection identified debris within the valve mechanism, which may result in reflux and affect flow rates. A review of the manufacturing records was not possible as no lot number was provided. All of our valves are 100% tested at the time of manufacture.

Event description:
During the operation, the valve was removed from a patient due to a possible malfunction.